Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The manufacturing history was reviewed and no non-conformances were identified. Current information is insufficient to permit a valid conclusion about the cause of this event, however the patient reports the implants were removed due to a cancerous tumor; there are no allegations the implants did not perform as intended. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of four for the same event, reference reports 0001032347-2017-00006, -00008, and -00009.

Event description:
The patient reported the implants were removed due to a cancerous tumor. She stated her jaw was re-built with bone. Attempts have been made to obtain additional information, however no response has been received at this time.